Event description:
Baxter healthcare corp. Rt 120 & wilson rd. Round lake, il 60073-0490. The bags were stored in a "window style box" allowing add'l exposure to the environmental elements. The prolonged exposure to factors such as fluorescent lighting may have contributed to the product condition reported.